Event description:
It was reported that on an unknown date, the patient underwent the surgery with the liner in question. After the surgery, the liner needed to be replaced for unknown reasons. Revision surgery was performed on (B)(6) 2022. No further information is available. Doi: unknown, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was performed due to infection. The surgeon performed debridement and replaced the liner and head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the provided product pictures did not find any indication of a product defect. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.